Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The evaluation is in progress by the oth. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy to diagnose a disease, the user facility noticed that there were some scratches and some bleeding in the large intestine of the patient. The procedure was completed with the subject device and no additional treatment was required. The patient was discharged from the user facility on the procedure date. There was no report of further patient injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus thailand. (Oth) evaluated the subject device and confirmed as follows; there was a scratch on the distal end cover. The adhesive of bending section rubber was worn down. The angulation in the up direction did not bend at the maximum degree since the angulation wire was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was reported that the distal end of the device has scratches. Since the physical device was not available for evaluation, it was not determined whether or not the scratches have caused or contributed to the adverse event. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.